Event description:
It was reported that the patient with this pacemaker was evaluated in a hospital setting. Pacing inhibition of 9 seconds duration was observed. Upon further evaluation, the device was found to be in safety mode. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. Further information regarding product return status has been requested.